Event description:
A user reported "o2, air/n2o fresh gas out of control" alarm. It is not specifically reported which of the three gasses had an actual problem/caused the alarm. The alarm messages are specific to the gas supply related to the condition outside normal and expected. Through the local field service engineer, philips has verified that this issue occurred after the self-test had been by-passed, but not during use on a pt.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.